Event description:
Caller reported blood glucose results of 40 mg/dl and 226 mg/dl within 10 minutes on the advantage system. Reported no symptoms or adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.